Manufacturer narrative:
(B)(4) the causes and effects of type ii endoleaks, are well documented. When a type ii endoleak is present, the seal around the graft attachment zones causes a pressure drop within the sac which, in turn, causes the retrograde flow of blood from small branch vessels back into the aneurysm sac. Historical endovascular data has demonstrated this event is not specific to individual endovascular device design. Rather, such data has demonstrated this phenomenon is likely the result of the anatomy in which the endovascular procedure is being performed and the principles of operation of endovascular stent grafts. This includes the size and number of branch vessels originating from the excluded aneurysm sac, and the amount of collateral vessels capable of supplying blood to them. The clinical implication of type ii endoleaks can be the prevention of sac thrombosis, continued aneurysm sac expansion, possible aneurysm rupture, and death. Type ii endoleaks are reported in 10¿25% of abdominal endograft cases and in 1¿20% of thoracic endograft cases. They may be diagnosed at the time of graft implantation, at the first follow-up imaging study, or in a delayed fashion months or years after the evar/tevar procedure. These leaks have also been noted to spontaneously resolve and, at times, reappear on subsequent studies. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a ruptured thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system and a non-gore stent graft with 3 debranch bypass. The patient tolerated the procedure. On (B)(6) 2022, computed tomography revealed a type ii endoleak from the ligated left subclavian artery. A reintervention was performed whereby the left subclavian artery was coil embolized. The patient tolerated the procedure.